Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: - IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: b3 - event date. B5 - event description. E1 - reporter name and address. E2 - health professional. E3 - occupation. G2 - report source.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material in the forceps elevator, the forceps elevator wire was completely cut off, the adhesive on the bending section rubber was detached, the bending section rubber was dirty, the connecting tube was scratched, the connecting tube was wrinkled, the suction cylinder was shaved, the grip was dirty, the suction cover was scratched, the right/left knob was dirty, the up/down knob was dirty, the universal cord was scratched, the universal cord was dirty, the scope connector was scratched, bending angle in the down direction did not meet standards, the up/down knob had play, the forceps did not rise up due to the cut elevator wire, the suction volume did not meet the standard value, and the distal end cover was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the duodenovideoscope had the elevator wire cut off. Inspection and testing of the returned device found foreign material in the forceps elevator and the endoscope was dirty. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.